Event description:
Pt developed a left side pleural effusioin four days following surgery. This required insertion of a separate pigtail drain, six hundred cc of fluid drained upon insertion of pigtail drain, drain was removed. Pt was subsequently discharged.